Manufacturer narrative:
Correction to model + catalog number, d4 from 3400 to 3010.

Event description:
It was reported that this patient with this electrode experienced inappropriate shocks due to oversensing of muscle movement. It was noted that this patient has a condition called hydroenteropathy. This patient underwent a changeout procedure in which this electrode was explanted and a transvenous system was implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced inappropriate shocks due to oversensing of muscle movement. It was noted that this patient has a condition called hydroenteropathy. This patient underwent a changeout procedure in which this electrode was explanted and a transvenous system was implanted, which remains in service. No additional adverse patient effects were reported.